Manufacturer narrative:
Pending investigation.

Event description:
It was reported that following an artificial urinary sphincter (aus) activation the patient did not understand the pumping mechanism of the device. The patient indicated experiencing dysuria and hematuria. The physician recommended to deactivate the aus and perform a cystoscopy on the patient. However, when reaching out to the patient later that day it was indicated that the symptoms had resolved and was able to pump the device. The physician decided that no further intervention was required.